Manufacturer narrative:
The reported complications were identified in the risk management document as possible known harms. Complaints will be reviewed routinely to monitor complaint trends. No corrective action and no further investigation required at this time. Correction: g3 for initial report is 2024-10-15 not 2024-10-18 as initially reported.

Event description:
According to the available information, the patient had a virtue sling implanted and experienced acute urinary retention on removal of indwelling catheter at day 1. Urinary drainage with an indwelling catheter was required. The complication lasted 5 days.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.